Event description:
The user stated one patient sample "short sampled" on the analyzer, but not all of the results were flagged. The creatinine result of 0.8 mg/dl which was not flagged was reported to the physician who released the patient from the ER. The sample was autorepeated due to the flags on other assays. The repeat creatinine result was 3.0 mg/dl and a correction was called. The physician called the patient back to the hospital for dialysis. The patient was admitted to the hospital and was "in ccu". The user did not have access to the patient's current condition. The creatinine reagent lot number was 61901301. The field service representative determined there was a misadjusted reagent probe 1 and adjusted it. To verify the analyzer operation, the user ran precision testing, calibration and qc with results within acceptable limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.